Manufacturer narrative:
Evaluation summary: there was a non-medtronic sheath and stylette in place on the returned device. The distal tip was partially flared. The 26th and 27th distal stent segments were deformed with struts raised. The remaining segments were intact. A protective sheath with dimensions similar to that used during the manufacture of this batch could not be placed back over the returned stent due to the raised struts. The proximal balloon folds were partially opened. (B)(4).

Event description:
A resolute integrity drug-eluting stent was being used to treat a lesion in the mid rca. The lesion was 65% stenosed with moderate tortuosity and severe calcification. The device was removed from packaging per IFU and inspected prior to use with no issues noted. The lesion was pre-dilated with a 2.5x14 balloon. It is reported that the stent was unable to cross the lesion and on removal it was noticed that the stent was damaged. The physician has indicated that the event was due to use of the device in a difficult lesion morphology/anatomy. Resistance was encountered when advancing the device but it is unknown if excessive force was used. Procedure was completed with a non mdt stent. There was no patient injury reported.